Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the infection was suspected pneumonia and pleuritis. The only set of blood cultures was positive for staphylococcus epidermidis. The patient's symptoms were fever and left hypochondrium pain. Gallium scintigraphy suggested accumulation in the pocket area, but findings due to contact or pressure could not be ruled out. No clinical signs of pocket infection were observed during the course. Medication had not resolved the infection; there was reoccurrence after 8 weeks of intravenous antibiotics followed by continued oral antibiotics. Oral antibiotics were initially planned to continue but then the patient eventually underwent a routine heart transplant. The reason right heart catheterization was done as there were signs of right heart failure that had been present for some time and the procedure was performed to optimize pump speed and medication.

Event description:
It was reported that the patient had a blood culture that was positive for a bacterial infection. The cause of the infection was unknown. Drug therapy was being performed. Although pneumonia was suspected, a pocket infection could be ruled out. Additionally, a cardiac catheterization was performed. The patient had central venous pressure (cvp) of 16 millimeters of mercury (mmhg), pulmonary artery (pa) systolic pressure of 20 mmhg, pulmonary artery (pa) diastolic pressure of 15 mmhg, pulmonary artery wedge pressure (pcw) of 11 mmhg, and cardiac output of 5.1 liters/minute.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket) and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 and discharged on (B)(6) 2025.